Event description:
It was reported that a user experienced repeated scan errors when attempting to connect a libre 3+ sensor to the ilet using a google pixel phone, which was resolved after deleting and reinstalling the ilet app, logging in, pairing the ilet, and rescanning to successfully activate the sensor and begin warm-up. Symptoms included no adverse clinical effects. Outcomes included successful restoration of sensor scanning and system use without medical intervention. Customer care provided support that included technical troubleshooting and user education including rescanning attempts, application reinstallation, and device re-pairing. Investigation of this case revealed a software or pairing connectivity issue between the mobile application and sensor that was corrected through app reinstallation and proper pairing, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software interaction resolved through standard troubleshooting.